Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported hyperglycemia with blood glucose (bg) reading high at 400 mg/dl. The patient reconnected with the continuous glucose monitoring (cgm) after a few hours offline. The patient completed a cd 23" supply change successfully during the call and was advised to call back in 1.5¿2 hours with update. On (B)(6) 2025, the bg was reported at 436 mg/dl. The agent advised continued fluids and planned follow-up which corrected the patient¿s bg. On (B)(6) 2025, the patient reported discovering that the needle cover was left on during the prior infusion set change. After correcting, bgs continued to rise. No leaks, pain, or alerts noted. The patient changed infusion set again, confirmed no cartridge cracks or site issues. Multiple follow up to reach out to the patient were unsuccessful. No reported symptoms experienced during the event and no medical intervention required at the time of call.